Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
The event involved a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer where the customer reported that the patient was being held by the mother, and she felt wetness while holding patient. When both parents looked for the source of the wetness, they found the lipid filter has disconnected/separated. There was patient involvement but there was no harm as a consequence of this event. There was a delay in therapy as filter tubing had to be changed out.

Manufacturer narrative:
D9. Product received date: 3/26/2025. Investigation summary received one (1) used b1115 ext set w/ 1.2 micron filter for inspection. The tubing was separated from the outlet port on the 1.2 micron filter. There was little to no solvent present on the tubing or outlet port. The inlet bond was tested for bond integrity per product specifications. The representative bond met performance expectations. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly in ensenada. A device history record lot# review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
One used device was returned for evaluation. The tubing was separated from the outlet port on the 1.2 micron filter. There was little to no solvent present on the tubing or outlet port. The inlet bond was tested for bond integrity per product specifications. The representative bond met performance expectations. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly in manufacturing. Lot history review could not be conducted because no lot number(s) was/were identified.